Manufacturer narrative:
We received one 139f75 catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No resistance was felt during injection of air. No visible damage or deterioration was found from the balloon latex and balloon bond sites. The balloon deflated in 1 second without the syringe attached. The balloon would not fully deflate with the returned syringe attached. Per the IFU, ¿passively deflate the balloon by removing the syringe from the gate valve¿. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned syringe. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that when testing the balloon, it did not deflate. The syringe was not attached. The customer tried with two more catheters without success. There was no allegation of patient injury. This case occurred in three different catheters.